Manufacturer narrative:
Date sent: 11/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, the staple was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.